Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: no defect observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection one syringe of juvéderm® ultra plus xc "cracked" and the product "spilled over the patient." Patient contact was made. No injury to patient, staff, or injector reported. Allergan packaged needle was used.